Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information available on 12/12/2017 states that the patient was asymptomatic due to the event.

Event description:
It was reported that the patient¿s right atrial and right ventricular leads exhibited high capture threshold after a week of implant. The leads were explanted and new leads were implanted in a different position. The patient was stable.